Event description:
It was reported that patient enrolled in a (B)(4) study underwent a left femoral resurfacing procedure on (B)(6) 2009 due to osteoarthritis. Subsequently, patient was revised on (B)(6) 2011 due to elevated metal ion levels, adverse wear and fluid collection. A review of invoice history confirmed the left initial procedure; however, an invoice could not be located to confirm the revision procedure or which components were removed and replaced. Review of invoice history and further follow up revealed that a right femoral resurfacing procedure took place on (B)(6) 2011. There has been no reported revision procedure for the right side to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-06044 /-06046 /-06205 /-06206).

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2009 due to osteoarthritis. Subsequently, patient was revised on (B)(6) 2011 due to elevated metal ion levels, adverse wear and fluid collection. A review of invoice history confirmed the left initial procedure; however an invoice could not be located to confirm the revision procedure or which components were removed and replaced. Review of invoice history and further follow up revealed that a right femoral resurfacing procedure took place on (B)(6) 2011. There has been no reported revision procedure for the right side to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.